Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited nonsustained right ventricular oversensing. No intervention was performed, and the patient will continue to be monitored. The patient was in stable condition.